Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Visual and tactile inspection was performed. The device was returned in one piece and there was contrast in the inflation lumen. The hypotube was kinked 20cm from the strain relief and there were numerous bends; however the shaft was not broken. Inspection of the device under magnification presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30x3.5 mm, eccentric and de novo target lesion was located in a non-calcified and mildly tortuous right coronary artery (rca). Following predilation with an unspecified balloon catheter, unspecified stents were implanted in the target lesion. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was then used for postdilation. However, it was noted that the shaft (about 20cm away from the hub) was broken off. The physician then used the guiding to withdrew the device completely from the patient. The procedure was completed with another 3.5*15mm qm balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred.   The 90% stenosed, 30x3.5 mm, eccentric and de novo target lesion was located in a non-calcified and mildly tortuous right coronary artery (rca). Following predilation with an unspecified balloon catheter, unspecified stents were implanted in the target lesion. A 3.5mm x 15mm quantum maverick balloon catheter was then used for postdilation. However, it was noted that the shaft (about 20cm away from the hub) was broken off. The physician then used the guiding to withdrew the device completely from the patient. The procedure was completed with another 3.5*15mm qm balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).